Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter for evaluation. The serial number for the meter on the label did not match the serial number on the customer service mode of the meter. There was no records of tests completed on the meter. The strip port test in customer service mode showed e84 error, which is indicative of software error. When attempting to perform a control test, after inserting test strip into strip port, the meter displayed e84 error. There is a potential that the software error caused the meter to reset the languages and the logbook. The customer called from germany. The initial report indicated that the device was labeled for single use. Since the report was filed under meter, this information has been updated.

Manufacturer narrative:
The patient/family was the initial reporter so personal information was not entered. No information was captured as the customers weight was not provided.

Event description:
The customer in (B)(6) reported being unable to select the german language on their contour next link 2.4 blood glucose meter. The customer reported that the meter was only showing english and spanish languages. The customer was able to perform a blood glucose test. No treatment change was made and there was no allegation of an adverse event. The customer has been requested to return the test strips and meter for investigation. Replacement strips and meter was sent to the customer.